Event description:
During the attempt to advance these catheters over a guidewire into the blood vessel, they crimped in the soft tissue of the pt. The crimp usually occurs on the outside of the pigtail curve. There were no reported injuries to any of the pts involved. Note: a dilator was not used with any of these catheters. The physician does not use dilators.